Manufacturer narrative:
Device evaluated by MFR: the returned device was received with an unknown guide wire. Visual inspection revealed numerous bends/kinks on the hypotube. The outer diameter of the returned guide wire was measured in three different locations and noted to be 0.01324", 0.01392" and 0.01394". The guide wire was inserted into the guide wire exit notch and tracked through the lumen with difficulty noted on the proximal side of the proximal marker band. Microscopic inspection revealed damage to the shaft and tip. The inner shaft was damaged and appeared accordianed/bunched up. The shaft was kinked 4.5cm distally from the guide wire exit notch and the tip was damaged. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion details are unknown. A non bsc guide wire was placed in the lesion. While advancing the 15mm x 3.00mm nc quantum apex balloon catheter over the wire, resistance was encountered. The balloon was able to be delivered to the lesion, but then became stuck on the guide wire. The two devices were removed together as a unit and exchanged for different devices in order to complete the procedure. There were no patient complications reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention procedure, the balloon catheter became stuck on the guide wire. The target lesion details are unknown. A non bsc guide wire was placed in the lesion. While advancing the 15mm x 3.00mm nc quantum apex balloon catheter over the wire, resistance was encountered. The balloon was able to be delivered to the lesion, but then became stuck on the guide wire. The two devices were removed together as a unit and exchanged for different devices in order to complete the procedure. There were no patient complications reported and the patient's status is good.